Manufacturer narrative:
The device was not returned, so no analysis was conducted. The device manufacture date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after replacing the uninterruptible power supply (ups), the event that the polaris spectra system control unit (scu) was unintentionally restarted occurred repeatedly. The scu restarting occurred repeatedly and the issue was not resolved. There was no patient present when this issue was identified.